Event description:
On january 22, 2007, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopy procedure of the shoulder, the tip of the wand detached into the surgical site. It is undetermined if the fragment still remains in the pt's shoulder. Follow up x-rays will be performed to verify if the fragment remains in the pt. There have been no complications or pt injury for this incident and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.